Event description:
It was reported that the patient underwent surgery to treat lumbar stenosis and disc herniation, severe left leg radiculopathy including pain and weakness, lumbar facet arthropathy, and lumbar degenerative disc. Procedure was for posterior fusion from l3-l5, posterior interbody fusion l4-l5, left l4-5 transfacet decompression, l4-l5 laminectomies including facetectomies and foraminotomies, left l3-4 hemilaminectomy with foraminotomy, posterior lumbar osteotomy. Posterior instrumentation was placed bilaterally at l4-l5. Collagen sponge soaked with bmp was placed inside the peek cage at l4-5. Collagen sponges were placed in the intertransverse spaces bilaterally at l4-l5, these were covered with locally obtained autologous bone graft as well as morselized dbm. This was also packed over the l3-l4 lamina on the right side. At 1128 days post-op, a lumbar MRI was interpreted to indicate 'no evidence for disc extrusion or canal stenosis' and 'ligamentous hypertrophic changes at l3-l4 with left lateral recess impingement.' Reportedly, at an unknown time post-op, the patient allegedly began experiencing numbness in legs, limited mobility, chronic pain in lower back, and difficulty sleeping.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.